Event description:
It was reported that the device was used during an low anterior resection procedure. It was reported that there were no staples present when the device was fired. The case was completed with an additional procedure. Unknown patient consequence.